Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with multiple infusion sets. The customer also reported that their blood glucose level got close to 400 mg/dl. The customer stated they changed the site to treat their blood glucose. The customer declined troubleshooting. The device will not be returned for analysis.